Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced, and the lemo receptacle was repaired. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not display a live fluoroscopy image, thus making the system unusable. There is not report of injury or death associated with the event described in this complaint.